Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had a high blood glucose value of 418 mg/dl. Customer declined to troubleshoot for their blood glucose levels. Cracked battery cap was also reported. The customer was treated with insulin pump. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump received with stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address / serial number label and cracked reservoir tube lip.